Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2022 for a preventive maintenance visit. The customer has not complained of any additional issues since the service visit. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter questioned results for multiple patient samples tested for crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The customer provided discrepant results for 4 patient samples. Patient 1 initial result was 121 umol/l. The repeat result was 43 umol/l. On (B)(6) 2022 patient 2 initial result was 269 umol/l. The repeat result was 65 umol/l. On (B)(6) 2022 patient 3 initial result was 126 umol/l. The repeat result was 57 umol/l. On (B)(6) 2022 patient 4 initial result was 116 umol/l. The repeat result was 60 umol/l. It is unknown if the questionable results were reported outside of the laboratory. The crep2 reagent lot numbers were 641942, 651406 and 657574. The expiration dates were not provided.

Manufacturer narrative:
The qc data provided showed deviations. The investigation is ongoing.